Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance with a blood glucose (bg) level of 29 mg/dl and loss of consciousness. Reportedly, the customer delivered boluses greater than those suggested by the pump prior to eating. A glucagon injection was administered by a health care provider to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.